Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegations of no image and front panel indicator being all on were confirmed. The device evaluation found the intermittent image was due to faulty printed circuit board. It was also found that the front panel lighting failure was due to system failure. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis lucera elite video system center was powered on, no display and panel light are all on. The issue was found during preparation for use of an unspecified procedure. The customer was not under anesthesia and there was no delay. The unspecified procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the reported issue was caused by a faulty printed circuit board. However, the specific cause of the faulty printed circuit board was not established at this time. Olympus will continue to monitor field performance for this device.